Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device restart/reboot itself. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, data files and the monitor board from the reported event were provided. The customer's report was observed during review of the data files. Evaluation of the monitor board was unable to duplicate the report. The monitor board was scrapped as a precaution. Analysis for reports of this type has not identified an increase in trend.